Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush flew off the holder in mouth [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 10-aug-2017 that while brushing with an oral-b rechargeable toothbrush, version unknown that same day, the brush flew off the oral-b brushhead, version unknown in his/her mouth. No symptoms developed. Relevant history: none reported. No further information was provided. On 14-aug-2017 received consumer's follow-up e-mail: the consumer reported that he/she did the suggested test and nothing happened. The consumer still had the faulty brush. No further information was provided.